Event description:
The event is reported as: the device is leaking at the oxygen adaptor when the o2 is turned on. The device was being used to administer aerosol therapy. No pt injury reported.

Manufacturer narrative:
There will be no sample returned for investigation. A follow-up investigation report will be sent when completed.